Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. Patient's parent reported the patient was exposed to moisture. At the time of the call to dexcom technical support, patient's parent did not report any medical intervention or injuries.